Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a programmer telemetry interruption was noted. Device interrogation necessitated rf antenna disconnection to maintain telemetry with programmer. Successful ICD interrogation with wand only. The device will be monitored. The patient condition is stable.